Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected it is unknown that the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the that the system was not booting up. Fse confirmed the flex computer and drives was defective. To resolve this issue, the philips engineer replaced the flexvision computer and hard drive. After replacement of flexvision computer and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that flex pc was failing at 00:00. Philips has started an investigation of this complaint.